Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the liquid crystal display board.

Event description:
The customer reported that the insulin pump had a blank screen. Troubleshooting was performed. The device rested and the battery was reinstalled, but the blank display continued and had a constant tone. No further info was provided.